Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2058 alarm, which occurred on the homechoice (hc) during use, during fill 1 of 3. The baxter technical service representative (tsr) had the caregiver (cg) cycle the power and reposition the heater bag over the silver dial. The cg stated she had the bag too far back on the machine. They restarted the fill and the hc went to warming the solution. The fill volume (fv) equaled 93ml and the hc would complete therapy. The call completed. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg on (B)(6) 2012 and she said the patient has been completing therapy successfully since then. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.